Event description:
According to the facility after a bilateral mastectomy with reconstruction on (B)(6) 2024 the patient developed dermatitis

Manufacturer narrative:
According to the facility after a bilateral mastectomy with reconstruction on (B)(6) 2024 the patient developed dermatitis along the glue line requiring the patient to be prescribed ointment and hospital admission on (B)(6) 2024. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.